Manufacturer narrative:
Correct contact address: (B)(4).

Event description:
The customer reported the battery charging led indicator is flashing while the ventilator is connected to ac power. The customer reported there was no patient involvement.